Event description:
Laparoscopic cholecystectomy- "dr (B)(6) was assisted by resident and after all access was placed and dissection begun, he was holding the bowel with the graspers and noticed full thickens puncture where he had the graspers. He looked at the other sections of the bowel that he had placed the graspers on and noticed 2 more full-thickness punctures. He opened the patient and had 3 bowel repairs. Dr (B)(6) has used the grasper in the past, including the day prior, with no issues. Surgeon states he was not holding the graspers differently and not sure what occasions happened, but would like the product to be inspected for flaws." Type of intervention: case was converted to open. Patient status: doing well and fully informed of the situation the next day.

Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, the returned unit did not have loose pad attachment. The root cause of the customer's experience remains unknown as the returned unit did not have a loose pad or any other non-conformances. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.